Event description:
A healthcare professional reported a retrospective study published in the asia-pacific journal of ophthalmology, entitled. "Immediate versus delayed sequential bilateral icl implantation: a retrospective study comparison of vault height and visual outcomes." The article states that following an implantable collamer lens (icl) implantation procedure, patients experienced excessive vault, low vault and elevated iop. The study concluded that with a proficient icl lens size design and strict adherence to sterilization protocols, immediately sequential bilateral implantable collamer lens surgery can be a viable option.

Manufacturer narrative:
Elevated intraocular pressure from baseline, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).